Manufacturer narrative:
This event occurred at saitama medical center, (B)(6) in japan. Investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. Additionally, a specific cause for the observed tissue growth on the inlet tube could not conclusively be determined through this evaluation. (B)(4) was returned assembled with the driveline (dl) intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was returned secured to the inlet tube with green sutures. The sealed outflow conduit (outlet elbow, sealed outflow graft, and sealed outflow graft bend relief) was returned attached to the pump¿s outlet port. The bend relief collar was not returned. Visual inspection of the inlet tube revealed tissue growth on the proximal edge. The tissue was well-adhered and although it did appear to partially obstruct the inflow cannula, there was no indication that the tissue had an impact on the flow of blood. A specific cause for the observed tissue growth on the inlet tube could not conclusively be determined through this evaluation; however, no device-related issues were reported. Examination of the inlet tube revealed a red, tissue-like deposition. This deposition was well-adhered to the textured-surface of the inlet tube and while it did appear to partially obstruct the inflow cannula (15%), it did not appear to impact the flow of blood. The remaining blood-contacting surfaces revealed no evidence of denatured or laminated depositions or thrombus formations. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The implant kit was shipped with heartmate ii lvas IFU, document #(B)(4), rev. B). This IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system in section 5, ¿adverse events¿. Section 13, ¿system monitor¿ provides an explanation of each pump¿s parameters under ¿clinical screen¿. Section 17, ¿patient management¿ under ¿unique treatment issues¿ outlines indications of pump thrombosis and how to respond to such events. In section 17 under ¿anticoagulation therapy¿ the suggested anticoagulation therapy and inr range during use of the heartmate ii lvas are outlined. The heartmate ii lvas IFU also lists local infection, driveline or pocket infection, neurologic dysfunction, and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Care instructions regarding preventing infection are provided in the ¿warnings and precautions¿ and ¿patient management¿ sections of this IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 years, 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. The patient recently had lowered swallowing function which was caused by multiple aspiration pneumonias and airway abstraction. The patient's family desired passive care. On (B)(6) 2019, the patient breath was stopped from airway abstraction and expired. The cause of death was not related to the pump.